Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the pendant displayed stand alone mode. No connection to the mobile view station (mvs). Replaced umbilical cable. System passed all testing. The umbilical cable was returned to the manufacturer for evaluation. However, could not confirm reported problem. The cable was installed in the system 267 and ran without any issues for 4 days. No fault found. Although no fault was found with the returned umbilical cable, part replacement resolved the issue. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 FDA (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was unable to acquire images using the hand switch or foot switch. The user also had to recalibrate motion controls to re-center the system around the patient. The use of the imaging system was discontinued because of this issue after a reported delay of 5 minutes. The procedure was completed successfully without the imaging system and the patient was not impacted.